Event description:
It was reported that during a ptcd tube exchange procedure in the bile duct, the temp tip remained in the layer of muscle. The physician was attempting to complete the procedure using a 7fr ptcd tube that had already been placed. This device was used for exchange. The 0.035 inch guidewire was inserted into the 7fr ptcd tube and the physician tried to advance the guidewire. However, the distal portion of the device was unable to advance in the layer of muscle. When this device was removed, the temp tip remained in the layer of muscle. The temp tip was removed with the forceps. The temp tip was soaked in the saline prior to use. Used another of the same one, to complete the procedure successfully with no pt complications.